Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose of 412 mg/dl; treated with insulin bolus. It was stated that the customer was trying to put the insulin pump on and the belt clip broke. Nothing further reported.